Event description:
It was reported an aortic valve was explanted after an implant duration of six (6) years, two (2) months due to unknown reasons. This was replaced with a 25 mm pericardial bioprosthesis. Additional information obtained from the site revealed the patient expired due to adult respiratory distress syndrome, post-operatively. No additional details were provided and an evaluation of the device is currently pending return from the site.

Event description:
Edwards received additional information indicating the reason for explant was due to prosthetic valve endocarditis from group b streptococcus. The patient had a 2-month history of intermittent sepsis, bacteremia, and was treated with antibiotic therapy for the group b streptococcus infection. The patient was subsequently diagnosed with endocarditis of the bioprosthetic tissue valve.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. However, the explanted device is anticipated for return to edwards. If further information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary. The explanted device was returned to edwards for analysis. As received, all three leaflets had vegetation in the cusp areas on the outflow and inflow aspect. Observations are consistent with infection as described in clinical observation. Minimal to moderate calcification was observed in the cusp area of all three leaflets and in the free margin of one leaflet. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, into the orifice and was observed on both the stent inflow and stent outflow. A tear was observed on one leaflet and the x-ray demonstrated calcification. Incidental findings: hematoma was observed on all three leaflets at both the inflow and outflow aspects. Thickened and swollen tissue was observed on all three leaflets at two commissures. The wireform of the commissures were distorted with one commissure's wireform being exposed on the outflow aspect; these damages are likely due to implant or explant. X-ray. Additional manufacturer narrative the clinical observation of endocarditis was able to be confirmed through product evaluation. Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. In this case, the device was explanted after an implant duration of six (6) years, two (2) months. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.